Event description:
As reported by the user facility: reported issue: the orange cap is breaking causing the bags to break and blood to be spilled.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples were submitted to the manufacturer for evaluation. Through visual examination, no defects or abnormalities were observed. A luer taper test was performed and one of the five samples had a failure at the venous line and two of the five had a failure at the arterial line. The samples were also subjected to a leakage test; the results noted two samples had a leakage failure at the blue patient connector. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, some of the samples were not within specification and a defect was observed. While a defect was observed, an exact root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.